Event description:
Journal ref: farris s, vitek j, giroux ml. Deep brain stimulation hardware complications: the role of electrode impedance and current measurements. Mov disord. 2008;23(5):755-760. We present four pts with evolving dbs hardware complications that occurred during long-term follow-up, that shaped our clinical protocol for long-term care mgmt and hardware troubleshooting. Reportable event: pt 1 is a man with pd for 11 years and now with bilateral stn dbs with medtronic lead model 3387 and soletra ipg. After 3 years, he reported mild intermittent tremor and paresthesia in the left hand. With his head turned to the left, impedance and current measurements for all electrodes were normal; however, when turning to the right, an open circuit was noted for electrode 2. When looking down, he experienced acute paresthesia in his hand and return in tremor. X-ray showed a kinked irregularity in the lead wire about 4 cm above the connector.

Manufacturer narrative:
.